Manufacturer narrative:
MDR submission, sample has been requested from customer. To date sample has not been received. If any additional information becomes available, a follow-up will be filed.

Event description:
We had one incident where the patient hme had excessive fluid buildup. The physicians thought that the sponge part inside the hme became dislodged but I have now spoken to the therapist who was at the bedside and she stated it was just filled with fluid causing the ventilator to alarm for high airway pressures. This patient¿s hme was changed within 24 hours. The lot number from the one we had on the patient was j05170011. We do not use the f&p heater when we are using the hme. We use mdi for the vented patients. We do use a closed suction system. No particular area is it happening in.

Manufacturer narrative:
The manufacturer investigated the reported issue based on the videos provided and two retained samples. The manufacturer performed testing on two retained samples and was unable to duplicate the reported issue to confirm the root cause. Additionally, the manufacturer did a complaint history review and found no related complaints for this reported issue from 2016 to 2017. Updated lot: the customer initially reported the lot number as j05170011 the manufacturer has indicated the lot number should have been sj05170011 as they do not have records for j05170011. The complaint has been updated to reflect lot number sj05170011.